Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were not using the stimulator and hoped the surgery would clear up their condition. Patient then mentioned the stimulator wasn't helping the condition much then the patient had surgery. When asked for event date, patient mentioned in the beginning the stimulator was helping a lot then after a couple months wasn't helping as much. Patient asked if they needed to keep the implant charged up or if they should get the implant removed. Patient mentioned they had been charging the implant every couple weeks thinking the battery might leak. Agent reviewed information with the patient that the implant is a sealed implanted device. Agent reviewed with patient to follow up with their hcp in regards to removal of the implant. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that the implantable neurostimulator (ins) helped them in the beginning. However, it was determined that they had probably shifted the wire which changed the effectiveness of th ins after having a fall. They have subsequently had many meetings with their doctor and manufacturer representative (rep) trying to find settings that would help and could not find any good settings. On march 31, 2026, they had decompression surgery l1-l4 in an attempt to resolve their pain issues. While their pain is better, they are still not free of pain. The ins is currently off and they want to evaluate their progress from the surgery and the physical therapy that followed. The ins issue has been resolved in a way as they are not using it. They plan to continue physical therapy in hope that their pain levels go to zero. They also anticipate meeting with their doctor in the future to discuss removing the ins or leaving it in. The patient plan to continue leaving it turned off.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 25-jan-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.